Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1000 mg/dl; cause was not known. Customer was treated with intravenous fluids of saline and insulin and blood pressure medication to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and unspecific kidney problems.